Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on 2019-mar-06. It was reported that the patient had reported she had not been exposed to any emi or MRI. The pump had not yet been interrogated. The patient was trying to get in contact with her managing physician in a different state. The patient's weight was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The patient's pump was replaced on (B)(6) 2019. It was indicated the pump would not be returned by the customer. When interrogated, the notes indicated the pump had been stopped for 88 hours and 31 minutes. The following service codes were provided: service code: 234 (pump is stopped), service code 232 (pump motor is stalled), and service code: 260 (pump alarm settings not available). It was also indicated that the patient was at the elective replacement indicator (eri). No magnetic resonance imaging procedures (MRI) had been performed. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on 2019-apr-16. It was reported that per the logs obtained prior to the replacement on (B)(6) 2019 the pump's estimated replacement date was (B)(6) 2019 and had not yet occurred. No further com plications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was seeing code 8476 on their personal therapy manager (ptm) and the pump was alarming every 10 minutes. The code indicated that a motor stall had occurred. The patient's husband confirmed that the patient was having no symptoms. The patient was on vacation in another state and was not near her managing health care professional (hcp). She was told to go to the nearest emergency room (ER) to have the pump interrogated. The caller did not know if the patient had been exposed to emi or MRI. No further complications were reported.